Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detached. The target lesion was located in the internal iliac artery. An unspecified stent was deployed at the target lesion. During an attempt to remove a182cm v-14 controlwire, the guide wire appeared to be trapped behind the deployed stent. After performing two removal techniques, the guide wire remained stuck and was not able to be removed. During the efforts to manipulate and remove the v-14 controlwire from the location, the tip of the guide wire broke and remained trapped behind the previously deployed stent. Under fluoroscopy, the physician viewed the detached guide wire tip and noted that the device fragment was sufficiently trapped and was unable to take any further action. The procedure was completed with this device. No further patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).